Manufacturer narrative:
Correction: b1. Type of report: product problem was selected.

Event description:
It was reported that during the implant procedure that the helix of the right ventricle leadless pacemaker (rvlp) had sprung when trying to reposition from inferior to superior. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. The patient was stable following the procedure.